Event description:
Medtronic received a report that a pipeline embolization device failed to deploy in the distal stent region. It was reported that a deployment failure was encountered from the tip to the mid-section that could not be opened with any attempt. The vessel tortuosity was normal, and the vessel diameter was about 4.8 mm. The center of the pipeline was in the blood vessel tortuosity. Less than 50% of the pipeline was deployed when the failure occurred. The pipeline was resheathed less than or equal to two times. No other device was used to deploy the stent. The stent was resheathed and removed from the patient¿s body with the microcatheter. The pipeline was used as an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary device used was a micro catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the patient was being treated for aneurysm. The lesion characteristics were bouthillier category cavernous(c4) aneurysm with a maximum diameter of 6mm and neck diameter of 4mm. The procedure was completed by coiling without any problems. The cause of the deployment failure was that there was a deformation of the stent. There were no abnormalities in resistance during pipeline delivery. There were no abnormalities or breakage found in the concomitantly used catheter. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Product analysis #(B)(4): equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361). Drawing(s) referenced: n/a. As found condition: the braid was returned inside of a biohazard bag and a shipping box. There was no pushwire returned with the braid. Visual inspection/damage location details: the braid's distal and middle appeared not opened and frayed. The proximal end of the braid was found opened and frayed. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the returned device, the customer complaint was confirmed as the braid's distal and middle appeared not opened and frayed. The cause of failure to open could not be determined. Possible causes include vessel tortuosity, damaged braid, or deployment of the the braid in a vessel bend. However, the customer reported that vessel tortuosity was normal, which rules it out as a potential cause. In this event, the damaged braid or deployment of the braid in the vessel bend may have contributed to the failure to open. The braid can become damaged due to over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.